Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (bent pins or damaged e-belt connector) has been confirmed. Upon receipt, the trunk cable connector was damaged and the connector pins were bent. The cause for the damaged connector and bent pins cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.

Event description:
A territory manager (tm) contacted zoll customer support on behalf of an (B)(6) male patient to report that the patient's electrode belt connector was damaged. The patient was provided with a replacement electrode belt.